Manufacturer narrative:
RMA (B)(4) has been initiated for this issue. Model tpo100b, serial number/date code (B)(4) is approximately 3 months old. The user manual part number 1156872 rev c (jan-10) was issued with this device. The user manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the user manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumers medical condition, stability and medication regimen are unknown . The consumers age, height and weight are unknown. The consumers technique while using the device is unknown. The maintenance history of the device is unknown. (B)(6) 2012 - (B)(4)- the product was returned and replaced. The evaluation was done by the invacare returns team. The device could not be repaired to a sieve bed leak and contamination. No burnt smell was noted by the returns evaluation team. There have there been 25 other complaints across the entire irc and tpo model lines with sieve bed issues since 2009. Device history reviewed by (B)(4) quality. No discrepancies found. This device is used for treatment and not diagnosis. (B)(4).

Event description:
The concentrator allegedly will not power up and has an alleged burnt smell. No injury is alleged.

Manufacturer narrative:
RMA 859655467-r has been initiated for this issue. Model tpo100b, serial number/date code (B)(4) is approximately 3 months old. The user manual part number (B)(4) was issued with this device. The user manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the user manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumers medical condition, stability and medication regimen are unknown . The consumers age, height and weight are unknown. The consumers technique while using the device is unknown. The maintenance history of the device is unknown.

Event description:
The concentrator allegedly will not power up and has an alleged burnt smell. No injury is alleged.